Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. Treatment methods or symptoms were not mentioned in relation to the hyperglycemia. The customer had these high blood glucose for the past few days now. Also, it was reported that half of the reservoir compartment ring broke off but the reservoir was still able to lock in place. Advised customer to discontinue use of the pump and revert to a back-up plan per hcp's instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.